Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was repositioned in the atrium more than five times, but a threshold lower than four volts was not achieved.  It was noted that it was possible to insert the left ventricular (lv) lead into a posterior and lateral vein, but without capture at maximum outputs.  The lv lead was not used, and no lv lead was implanted.  The ra lead was not used, and another lead was implanted.  No patient complications have been reported as a result of this event.